Manufacturer narrative:
(B)(4). The customer returned multiple components from a cvc kit. The catheter and the guide wire will be analyzed as part of this complaint investigation. Signs-of-use in the form of biological material was observed on several of the kit components. Visual analysis revealed that the guide wire was returned inserted through the catheter body. Several areas of potential kinks were noted across the guide wire body. Slight resistance was observed when the guide wire was removed from the catheter. Upon removal, visual analysis revealed four major kinks on the guide wire. Kinking was also observed on the catheter body; however, it was determined that this was likely caused from the kinks on the guide wire. Additionally, the distal j-bend appeared slightly misshapen. Microscopic examination confirmed the kinks. The proximal and distal welds appeared spherical and intact. The kinks on the guide wire measured 235mm, 261mm, 333.5mm, and 348mm respectively from the proximal end. The catheter body length from the juncture hub to the distal end measured 223mm, which is within the specification limits of 207mm-227mm per the catheter graphic. The catheter outer diameter measured 2.91mm, which is within the specification limits of 2.87mm-2.97mm per the catheter body extrusion graphic. The guide wire length measured 600mm, which is within the specification limits of 596mm-604mm per the guide wire graphic. The guide wire outer diameter measured .802mm, which is within the specification limits of .788mm-.826mm per the guide wire graphic. A lab inventory guide wire with a diameter of .032" was passed through the catheter. Little to no resistance was observed. A manual tug test confirmed that the proximal and distal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter. Excessive force can cause catheter breakage. If placement or withdrawal cannot be easily accomplished, an x-ray should be obtained, and further consultation requested". The IFU also cautions, "if resistance is encountered when attempting to remove guidewire after catheter placement, guidewire may be kinked about tip of catheter within vessel". The report of a kinked guide wire was confirmed through complaint investigation. Upon being dislodged from the catheter body, the guide wire contained four major kinks. The guide wire and the catheter met all relevant dimensional and functional requirements, and a device history record review did not reveal any relevant findings. Based on the sample received and the report from the customer, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for report of this nature.

Event description:
It was reported that the catheter got kinked at insertion. Therefore, the user opened a new kit, by which the procedure was completed with no more kink. According to the user, he/she felt less strength than usual for the kinked catheter.

Manufacturer narrative:
(B)(4). Preliminary evaluation of the returned device indicates swg/catheter resistance - kinked.

Event description:
It was reported that the catheter got kinked at insertion. Therefore, the user opened a new kit, by which the procedure was completed with no more kink. According to the user, he/she felt less strength than usual for the kinked catheter.